Event description:
Customer reports that there is a break in the tubing at the connection between where the tubing connects to the bag and where it enters top of cylinder. Break was discovered when removing from package and was not used on a patient. Date of event is not known. Product return is expected; customer has agreed to send in set and packaging; however, to-date, the set has not been received. If product is received, a follow up report will be sent when investigation complete.